Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unlikely to be caused by the user.

Event description:
It was reported that there was missing product within the packaging. Customer only received one set of 10 french followers in their shipment when it should include various sizes up to 24 french.